Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarms noted. No ramping numbers noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. Customer states that she noticed the numbers ramping while she was trying to bolus. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.